Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with lumbar degenerative suggested for lumbar degenerative surgery. Event occurred intra-op. It was reported that set screw was explanted. No patient symptoms or complications reported. Update 2020-oct-19; on (B)(6) 2020, dr. (B)(6) from the first affiliated (B)(6) hospital found that the 5540030 screw plug slipped during solera 5.5 surgery. Pending product return.